Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a year or two ago they experienced some problems where they were going "in and out". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.